Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) clinical study. It was reported that post a stenting treatment procedure, vessel dissection occurred. (B)(6) 2013 - the patient presented due to mi and unstable angina. Target lesion was a long de novo lesion located in the mid left anterior descending artery (lad) and extending to distal lad with 99% stenosis and was 28 mm long with a reference vessel diameter of 3.00 mm. The lesion was treated with pre-dilatation using a 3.0 x 15mm rx maverick2 balloon, following which a dissection was noted and was treated with kissing balloon angioplasty. The physician then placed a 3.00 x 32 mm pe plus stent, following post dilatation, residual stenosis was 0%.